Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to mechanical noise, blockage, pain, instability and implant breakage.

Manufacturer narrative:
The device was not returned for review. The device history records for the articular surface were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This part is used for treatment. The articular surface had been implanted for over 6 years. The information provided states the patient was experiencing mechanical noise and pain, however no information provided for any probable cause of the noise and pain. The patient was noted to be unstable however no loosening of the components was seen. A complaint history search found no other complaints for this part/lot combination. X-rays were not provided for review. As surgical notes were not provided, it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Therefore, based on the information provided, a definitive root cause cannot be determined.